Event description:
It was observed that during the device evaluation, the small intestinal videoscope had fluorine compounds in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing; therefore, there is no information of customer reported date of event (b3). Additional information will be provided once available. The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is fluorine compounds. The source of this fluorine compounds cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.